Manufacturer narrative:
This is one event (alkalosis and cardiovascular) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced alkalosis, and cardiovascular events on or about (B)(6) 2013 after use of the product.